Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports that insulin was squirting out of reservoir during priming. Customer's blood glucose was unknown. Customer was not able to troubleshoot as this was a past event. Customer was advised not to use reservoir should issue occur again. Customer was also advised that reservoir would be replaced. No further information provided.